Manufacturer narrative:
The investigation was done on the returned cutter. The cutter was visually inspected, no deviations where found. The cutter was working according to specifications. Only when the aspiration was turned off bubbles appeared. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) "201" this incident occurred during surgery, air bubbles came out of vitrectomy which may lead to infection of eye, hence concluded as reportable. There is no information that reasonably suggests patient injury occurred. All available information has been disclosed. This complaint has now been closed.

Event description:
Bubble happens. Sample was saved and sent for evaluation.